Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, blood pressure decreased due to an effusion. A drain was inserted and the patient was transferred to the operating room. It was reported that the bleeding had stopped by the time the surgeon had opened the chest. The source and cause of bleeding was unknown. No additional adverse patient effects were reported.